Event description:
For at least one year I have been have been being seen by doctors for issues with my period, from skipping and very light to bleeding through tampons and pads in less than an hour with and without severe pain and clotting. I have been experiencing pelvic pain with ovulation and my period, and it radiates to my hips, back, and areas just above my pelvis ache as well since I first had the procedure done in 2009 which has gradually become worse over time. The pain ranges from small pinches, to a searing stabbing pain, a general ache, tenderness when touching my abdomen, and everywhere in between. I was diagnosed with a hydrosalpinx. I experienced some relief between the dates of the fallopian tubes popping and beginning to refill with fluid but, just prior to them bursting each time, I was typically incapacitated by the pain. I had a bilateral laparoscopic salpingectomy on the date provided to remove my fallopian tubes and am currently recovering. FDA safety report ID (B)(4).